Event description:
It was reported that difficulty was encountered during preparation for the dialysis graft declot procedure. The ultra-thin sds balloon dilatation catheter stretched and broke at the distal portion of the catheter just proximal to the balloon. A new balloon dilatation catheter was used and the procedure was completed successfully. No adverse pt effects were reported. The pt's condition was reported as "fine."